Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: 29 oct 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was cut in half and coated in viscoelastic residue. The lens halves were cleaned, and scratches were observed on the lens. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other issues observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson \& johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a3b, a6: unknown; information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient was implanted with a tecnis odyssey toric simplicity intraocular lens (iol) on (B)(6) 2024. On (B)(6) 2025, the patient experienced poor near vision and a crescent in the periphery of their vision. The lens was explanted during a secondary surgery on (B)(6) 2025. The patient¿s best corrected visual acuity (bscva) changed from 20/20 pre-operatively to 20/25+1 post-operatively. The patient has fully recovered, and no unplanned procedures, such as incision enlargement, sutures, or vitrectomy, were required. Directions for use were followed, and no additional medical attention or medication outside of standard care was needed. No further information is available.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.